Event description:
During remote follow-up, one episode of lead noise resulting in oversensing was observed. Abbott technical support analyzed the session records and confirmed the noise with possible right ventricular (rv) lead damage. The patient was stable. Further information was requested but not received.

Event description:
Further information received indicates the therapies were disabled and the rv lead will not be replaced until the device reaches eri. The patient was stable.

Event description:
New information was received indicating the rv lead was capped and replaced. The patient was stable.